Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was cracked in the middle of their display screen and they could not read the numbers; the insulin pump was dropped on the floor three days ago. The patient's blood glucose at the time of incident was 7.0 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump had a cracked and bleeding lcd glass, a cracked case at the display window corners, and minor scratches on the display window.